Event description:
It was reported that log files were submitted for evaluation for a driveline disconnect event. There was a noted pump stop on 29dec2025 at 05:29am for 2 seconds per system controller alarm and log file review. The event log file recorded a (left ventricular assist device) lvad_off event associated with a driveline_disconnect event on 29dec2025 at 5:29:49. On 29dec2025 at 5:29:55, the driveline was reconnected, and motor speed was ramped back up to the set speed 5200 rpms. The attending nurse accidentally disconnected the driveline causing the alarm. The alarm resolved and they reviewed safety protocol and instruction for use (IFU) with nursing staff, parents and patient. There were no patient symptoms as patient was sleeping.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event due to a driveline disconnect. The account indicated that the driveline was inadvertently disconnected. The controller event log file contained events from 17dec2025 through 29dec2025. A pump stop event was captured on 29dec2025 at 05:29:49. The driveline was reconnected three seconds later, and the pump ramped up to the set speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The IFU and patient handbook advises the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the heartmate 3 lvas IFU and patient handbook outline system controller alarms as well as the appropriate actions associated with them. These documents warn that disconnecting the driveline from the system controller will result in a loss of pump function and instruct the user to promptly reconnect the driveline to resume pump operation if it disconnects from the system controller. These documents also outline how to clean and care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the driveline disconnect alarms were confirmed to be due to attending nurse accidentally disconnecting the driveline. The alarm resolved and they reviewed safety protocol and instructions for use (IFU) with nursing staff, parents and patient. No symptoms were observed due to the event as the patient was sleeping.